Event description:
8/6/02-subsequent independent evaluation of this device found nothing wrong with it. It now appears the master switch.circuit breaker was inadvertently switched to the off position during use.

Event description:
Arterial pump of heart/lung bypass machine failed approx 5 minutes into surgery. Pt was perfused manually until a back-up pump was placed into use. Physician closed pt's chest without completing scheduled surgery.